Event description:
The st. Jude medical representative reported that during a follow-up, the device battery voltage was found to be at end of service. It was recommended that the device be replaced immediately and returned for evaluation.